Manufacturer narrative:
No supplemental sample information was given. Qc was within established ranges before the event and could not calibrate the instrument after. The bci hotline recommended the customer to perform maintenance on the instrument, but did not resolve the problem. A bci field service engineer (fse) was dispatched and found that the stirrer was not turning properly. The fse replaced the stirrer motor.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one (1) erroneously low phosphorus (phosm) patient result that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory; however, upon repeat the result was much higher and an amended report was issued. The original false result was 0.8 mg/dl and the amended result was 3.4 mg/dl. Patient treatment was not affected in this event.